Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, the reported problem could not be confirmed. In addition, the brightness adjustment did not function, caused by a diaphragm unit failure. The light guide connector was worn, dust adhered to the main unit, an exhausted xenon lamp caused lower light intensity, and corrosion was detected on the rear panel. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported to olympus the main lamp did not light but the spare lamp functioned on the visera elite xenon light source during inspection before use in an unspecified diagnostic procedure. There were no reports of patient harm.